Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision of fractured alumina ceramic head. All components (contemporary cup, alumina head and exeter stem) were removed and replaced.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed based on the image provided. Method & results: device evaluation and results: the device was not returned, however an image was provided. The ceramic head was fractured. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that "the principal cause of failure cannot be established with the current information" device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision of fractured alumina ceramic head. All components (contemporary cup, alumina head and exeter stem) were removed and replaced.